Event description:
(B)(4) clinical study. It was reported that stent thrombosis (st) occurred. In (B)(6) 2013, the patient presented due to chest tightness and shortness of breath thought to be anginal equivalents and was referred for for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using the 2.25 mm x 8 mm promus element¿ plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. The target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) with 85% stenosis and was 22 mm long with a reference vessel diameter of 2.50mm and was treated with direct stent placement using a 2.50 x 24 mm pe plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with anginal symptoms such as chest discomfort and shortness of breath. Stress study revealed moderate ischemia in the apex and anterior wall and was referred for cardiac catheterization. The following day the patient was diagnosed with lad st and was hospitalized. Coronary angiography was performed and revealed 85% st of the previously placed 2.25 mm x 8 mm study stent in mid lad and patent study stent in proximal lcx. The 85% st in mid lad was treated with direct placement of a 2.25 mm x 18 mm non bsc stent, with 0% residual stenosis and was considered as resolved. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).